Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Complaint of exposed wires was confirmed. The guide key on the cord connector was also found bent and could not be inserted into the control unit¿s receptacle for functional testing. Factors which could have contributed to the damaged guide key include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab. Cord damage was likely due to fatigue from repeated bending of the cable during extended use or a crushing or shear force induced on the connector inconsistent with normal use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported the dyonics power ii footswitch wires are pulled and exposed. No smith & nephew back up device available. No patient injury or complications were reported.